Event description:
(B)(4).

Manufacturer narrative:
The spring positioner broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved ((B)(4)) no particular anomalies were found related to the problem occurred. On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.